Manufacturer narrative:
(B)(4). UDI (B)(4). Concomitant product(s): a 010001035, cocr fem hd 40mm type 1 std, 6058374. A 00625006530, bone scr 6.5x30 self-tap, 63604696. Unknown, g7 oss shell, 6016010. Unknown, g7 acetabular liner, 6040092. A 00625006530, bone scr 6.5x30 self-tap, 63663349. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right initial hip arthroplasty. Subsequently, the patient underwent revision surgery due to loosening. It was reported that the stem had subsided and was removed and replaced with a short revision taper stem.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed by operative notes received. Visual inspection of the returned product, showed bone debris on the porous surface as well as multiple points of damage on the neck from extraction of the stem from patient and head extraction from the stem taper. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.